Event description:
A male pt (otherwise unspecified) complained of itchiness immediately upon starting crrt treatment. The itching became severe after another 15 minutes. Treatment was discontinued and rinseback performed. Twenty five minutes after ending the treatment the pt had hives on his entire body with the majority on his upper extremities. The itching and hives were treated with benadryl IV and solumedrol and resolved within the hour. The pt does have known allergies to various medications. No new medications have been introduced. There have been no additional treatments with nxstage medical products since the event. There have been no similar symptoms with treatments using another MFR's dialyzer.

Manufacturer narrative:
The disposable cartridge was not returned as requested. A review of the reported lot number found no other related complaints in the complaint database. The user guide includes allergic reaction as a potential risk associated with dialysis and also includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Nxstage medical considers this report closed. No add'l info will be provided.